Event description:
It was reported that one (1) unit of a minicap transfer set leaked ¿where tubing enters transfer set tip". This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.